Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a long gamma nail was removed. Failure happened at the lab screw interface. Implant was implanted in (B)(6) 2025.

Manufacturer narrative:
The reported event could be confirmed since physical inspection matches the reported failure mode; received nail was completely broken in the webs of the proximal drill hole for the lag screw. Based on investigation the nail breakage is not linked to a deficiency of the device but is rather considered patient related contributed by an intra-operative damage of the nail, which most likely had created the starting point of the fracture [notching effect]. The device inspection revealed the following: the evaluation revealed that the nail broke in a fatigue fracture. The anterior web broke first, starting with an incipient crack at lateral. This web had been damaged intra-operatively by the step drill. The lateral edge was significantly weakened by a chamfer where the incipient crack was identified. The breakage of the posterior web followed with delay, progressed towards medial and broke in a residual fracture in the right medial edge. Exceeding bearing points are usually the result of increased load application. General aspects: the gamma3 nail is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually, a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally, the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Increased post-operative activities ¿ a nail breakage can rather be classified as anticipated; specifically, if one or more contributing issues concurrence with each other. Axial overload had led to continuous stresses and a significant weakening of the nail in the area of the lag screw thru hole, followed by the fatigue fracture after an implantation duration of approx. 6 months. One requirement for successful nail treatment is a timely bone healing in order to relieve the nail over the progressing time of implantation. Potential adverse effects are clearly pointed out in the labelling. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
It was reported that a long gamma nail was removed. Failure happened at the lab screw interface. Implant was implanted in (B)(6) 2025.